Event description:
During biomed testing. The device displayed a "bridge test fail" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.